Manufacturer narrative:
On 6/17/2019, the manufactured date of the carto 3 system was provided as march 26, 2014. Therefore, device manufacture date has been populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system and there was a communication issue which resulted in a procedural delay introducing high patient risk. It was reported that the carto® 3 system is displaying 258, 268, 278 in the middle of the procedure. The carto system was error free from case start the transseptal puncture and fast anatomical mapping (fam) of the left atrium was done and errors were not received until radiofrequency (rf) was to begin. It took approximately 45 minutes of trouble shooting while the patient was under general anesthesia and post transseptal puncture. Caller advised to turn off the piu, disconnect all catheters from the piu and close the study and reboot the workstation. Caller advised to start a new study from a default. Piu booted up without error. The caller then reopened the old study and the errors returned. The physician did not feel confident with the carto® 3 system so use was aborted. This event was assessed as MDR reportable for the long procedure introducing high risk to the patient. Device evaluation details: the device evaluation has been completed. The biosense webster inc. Field service engineer (fse) arrived on site for troubleshooting and replaced the patient interface unit (piu)/location pad (lp) kit as per customer's request. Acceptance testing procedure (atp) tests were successfully performed. All issues were resolved. The fse also provided on-site case support and the issues were not reproduced. The suspected kit was sent to the manufacturer for further investigation. The system was tested and found operational. As preventive action, the main card was replaced. The customer's complaint was not confirmed. A device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system and there was a communication issue which resulted in a procedural delay introducing high patient risk. It was reported that the carto® 3 system is displaying 258, 268, 278 in the middle of the procedure. The carto system was error free from case start the transseptal puncture and fast anatomical mapping (fam) of the left atrium was done and errors were not received until radiofrequency (rf) was to begin. It took approximately 45 minutes of trouble shooting while the patient was under general anesthesia and post transseptal puncture. The caller stated that all the lights on the back of the piu are green. Caller was advised to turn off the patient interface unit (piu) and disconnect and reconnect the lp extension cable and restart the piu. Error returned. Caller advised to turn off the piu, disconnect all catheters from the piu and close the study and reboot the workstation. Caller advised to start a new study from a default. Piu booted up without error. The caller then reopened the old study and the errors returned. The physician did not feel confident with the carto® 3 system so use was aborted. The procedure seems to be completed using a competitor system and a new piu being installed as to not further delay the case or cause patient harm. Not patient harm occurred or was reported by case end. The patient did not require additional hospitalization. The communication issue alone is not reportable since the most likely consequence is an intraprocedural delay and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event has been assessed as MDR reportable for long procedure introducing high risk to the patient.